Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that his one touch ultra mini meter displayed high. On june 9, 2009, the medical surveillance specialist (mss) spoke with the pt to obtain additional info included in below. The pt said his blood glucose readings were fluctuating a lot for a couple days. He was unable to provide more info regarding his specific readings and times of readings. He said he continued to take his usual fixed doses of novolin 70/30 insulin: 18 units in the am and 10 units in the pm. He told the mss he felt shaky and disoriented on original date. He said he tested with the reported meter and obtained a reading of high (>600 mg/dl) at 12:30 pm. He denied that paramedics were called at this time; he said he called a relative to take him to the ER at about 12:45 pm. The pt told the mss he wasn't sure of the blood glucose readings obtained in the ER, though he apparently previously told the customer care advocate a result of 189 mg/dl was obtained on an ER meter. The pt told the mss he had to be hospitalized for "hypoglycemia" and blood in his urine for 3 days. He said he was given IV's and antibiotics during the hospitalization; however, he could not provide specific times of treatment. He said he wasn't sure why his blood glucose level had gone so low. The cca was unable to walk the pt through a control solution test because the pt did not have quality control items. The pt's products were replaced. The mss was unable to clarify all key sequence of event info by speaking with the pt. This complaint is conservatively reported because the pt alleges he received a high reading on the lfs product while feeling shaky and disoriented, which are symptoms that can be associated with hypoglycemia. Furthermore, the pt claims he was subsequently hospitalized for 3 days for treatment of hypoglycemia and an infection.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.